Manufacturer narrative:
Product evaluation: the product was returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) was implant, the patient experienced blurred vision. The lens was exchanged for a different lens within two months after initial implantation.